Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n (B)(6) visistat 35w non-sterile lot# 73l2100319 the staplers were functionally inspected (fired) and issue reported "failure to function - staple re-opens" was not observed in the current manufacturing process, the staples were loaded and released correctly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
Note: actual event details are unknown but are related to the event below. When staples were removed on day 7 after a c-section the scar re-opened. Consequence: it was necessary to apply separate stichtes under local anesthesia and meopa. This event has already occurred in the department since the use of new staplers.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Note: actual event details are unknown but are related to the event below. When staples were removed on day 7 after a c-section the scar re-opened. Consequence: it was necessary to apply separate stichtes under local anesthesia and meopa. This event has already occurred in the department since the use of new staplers.